Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. It is presumed that the screw gradually loosened and came loose due to accumulated external stress, such as dropping the scope during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the gastrointestinal videoscope, foreign objects were observed in the nozzle, and screws within the scope connector were found to be loose. There was no patient involvement.